Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) unit had blood pressure connector non-functional. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6) medical center. Additional contact person details: name is (B)(6), mail ID is (B)(6), occupation is biomed.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion), h11. It was reported during a pm performed by a getinge field service engineer (fse) that the cardiosave intra aortic balloon pump (iabp) blood pressure connector was non-functional (did not connect). There was no patient involved. The fse replaced the front end pcb which corrected the issue. All functional and safety were performed and passed. The failure analysis and testing dept. Received part number with a reported unit failure of the blood pressure connector not functioning. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number revision r. No fault confirmed. Retaining the part in the failure analysis and testing department per procedure number.